Event description:
I have sleep apnea and qui breathing once per minute, I have been without my CPAP since the recall and a shortage of available loaner CPAP is exhausted, I even had to go through covid_19 with no CPAP. FDA safety report ID# (B)(4).